Manufacturer narrative:
Technical services discussed the mid-life display of replacement indicators advisory. This device was included in the advisory population and appeared to be exhibiting the advisory behavior. The device had enough battery life to provide pacing therapy, but shocks would be delayed due to the long charge times. The device was scheduled for replacement. No further information was available. This report will be updated when additional information is received. The device was explanted and replaced with a boston scientific cardiac resynchronization therapy defibrillator (crt-d) ten days later. No adverse patient effects were reported. The device was not returned to the field representative following the procedure, so no laboratory analysis will be performed.

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was lost to follow up. The device was last checked in 2008. The patient was admitted to the hospital for a non-device related issue and it was noted that the device had declared end of life (eol) battery status in (B)(6) 2009. The current monitoring voltage was 2.61v with a charge time of 45.1 seconds. A fault code for charge time out was observed. It was also noted that elective replacement indicator (eri) battery status had been declared in (B)(6) 2009.